Manufacturer narrative:
Event date: exact date unknown, event occurred years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was not able to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept the medical facility.